Event description:
During resuscitation of above pt, defibrillation was deemed necessary. The zoll pacer/defib pads were placed as recommended, and the defibrillator was charged to 200 joules. The discharge button was pushed, and the defibrillator did not discharge. It was immediately recharged to 200. At the discharge a yellow/orange spark approx 2-3 inches in length was seen by the staff. The spark emitted from the chest pad and apparently hit the reservoir bag of the ambu bag, which broke out into flames. The fire was promptly extinguished. The pt appeared to have minor burns on chest and left hand. The pt was pulseless, without respiratory effort or blood pressure prior to the incident. Resuscitation attempts were unsuccessful.